Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
The user reported: ¿during a routine test of the power source the ventilator did not switch to ¿device battery operation¿ during a simulated power failure. The ventilator generated a power failure alarm. During the failure the ventilation was interrupted. According to the user there was no damage to the patient. As a precaution, the battery and power supply have been replaced by dräger service and sent to the company for review."

Event description:
Please refer to the initial report.

Manufacturer narrative:
The logbook of the affected evita xl and its power supply were available for the investigation. The analysis of the log entries confirmed that the device had failed on (B)(6) 2018 at 10:50 am (device time) with power failure without switching to the internal battery. At 10:51, the device resumed operation. It can be seen from the log that the power supply malfunctioned. The power supply was tested in the laboratory at the manufacturer for functionality with particular attention to switching between mains voltage and external or internal batteries. No error could be detected here. Based on the findings, a temporary faulty power supply is the cause of the incident. The error was corrected by replacing the power supply. If the power supply fails, the internal operating voltage in the device will drop. As a result, the screen turns black, ventilation stops, and the emergency breathing valve automatically opens to allow the patient to breathe spontaneously. The failure was audibly alarmed with the power failure alarm as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.